Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(4) 2018, endologix was made aware of a secondary procedure performed on (B)(6) 2018 to treat a lesion from patient stenosis that was noted on the distal right iliac limb. Patient was reported doing well post operative surgery.

Manufacturer narrative:
Due to the lack of medical records and imaging scans, clinical was not able to confirm the reported stenosis of the right iliac limb or the secondary endovascular procedure. In addition, the lack of medical information could not help determine the cause of the inadequate stent graft integrity, procedure related harms or the final patient disposition there have been no further reports of negative patient sequelae. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.